Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the entire system does not work. Review of the log files shows internal ups malfunction. Upon troubleshooting fse found blown fuse in m-cabinet which manages small ups and a faulty ups control. The defective parts were returned for analysis, for ups controller, malfunction was observed, controller did not work on ac power but worked on battery power. To resolve the issue, fse replaced ups controller and performed functional tests. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm. A philips field service engineer (fse) replaced a fuse in the m cabinet and returned the system to use in good working order.